Event description:
It was reported that the patient believes something is wrong with the device and would like to have the device replaced. Patient indicates feeling a tingle or low voltage shocks and shocks that knock him down intermittently since implant. Patient has talked with doctor who indicates device is operating normally and no shocks have occurred per interrogation. Previous experience on this device includes the patient calling to report he can feel a "sensation" around the area of the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.